Event description:
Additional information: it was reported that the patient was kept under observation and received oral baclofen. The catheter had not been tested; and it was indicated that "nothing had been done till now". It was clarified that the type of baclofen in the patient's pump was lioresal. In regards to morphine, it was noted as not having been prepared by the hospital or local pharmacy.

Event description:
The patient's pump was last refilled was on (B)(6) 2011 and two days later they noticed a return of "ipertone in the patient who is in a vegetative state." The pump was checked and it was noted that multiple motor stalls and recoveries had occurred since (B)(6) 2011. The pump was noted to have been implanted in 2005. It was unclear if the pump contained only baclofen or a combination of baclofen and morphine. According to the patient record, the pump was refilled with baclofen and morphine, while on the telemetry strips indicated only baclofen 2000mcg/ml was in the pump infused at a daily dose of 1800mcg. At the time of the report, the patient was sedated and further troubleshooting and intervention were being considered. It was later reported that the pump was to be replaced and the date scheduled was (B)(6) 2012. A follow-up report will be sent when additional information becomes available.

Event description:
Additional information: the pump remained implanted (and was not explanted on (B)(6) 2012 as reported previously). The physician did not explant the pump because a surgical intervention was considered "too heavy for the patient".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8731, serial# unknown, implanted: unk, explanted: unk.